Event description:
An umbilical catheter developed a leak at the luer lock connection. A close examination revealed that the connector had a crack in it that allowed tpn, lipids, fentanyl as well as blood to leak out. Fluid loss as well as inadequate medication contributed to a situation where the neonate was temporarily very unstable.